Event description:
New information states tat the lead was explanted and replaced on (B)(6) 2019. The physician suspected fracture but was not able to visually verify lead damage after the extraction. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. The patient has had some light-headed episodes recently that could be related to the noise oversensing or a recent medication change. There were no other electrical anomalies. The lead was reprogrammed. The patient was stable and would be monitored.